Event description:
It was reported by the patients attorney that the patient underwent emergency surgery for an acute kidney injury and a systemic inflammatory response as a result of lead infection with vegetation in her right atrium with evidence of embolic events in her lungs. At the time of admission, the patient was diagnosed with endocarditis, septic pulmonary nodule, early multi-system organ failure, and tricuspid regurgitation. She experienced respiratory failure and required ventilator support; she required tma of both feet due to sepsis, pressons. She was placed in intensive acute care for an extended period of time after which she required prolonged rehabilitation.

Manufacturer narrative:
(B)(4).